Event description:
A medwatch was received. A consumer reported that six years following intraocular lens (iol) implant surgery, the lens is foggy. The consumer cannot see and is experiencing eye pain and tearing all the time. The consumer did not provide information for follow-up.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The consumer did not provide information for follow-up. (B) (4). (B) (4). (B) (4).